Manufacturer narrative:
Customer states two vials of the same lot were used to obtain results. No information given on when the vial was changed in the course of testing. Reference medwatch with patient identifier (B) (6) for additional system used.

Event description:
Customer reportedly obtained results of 191 mg/dl, 184mg/dl, and 68 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.